Event description:
A report was received that the patient's spinal cord stimulator site had puffed out and swelled. Additional symptoms were some erythema, mild tenderness and irritation. It appeared that possibly it was a cat or something that had started to scratched the site that might have led to a superficial cellulitis. The physician prescribed cleocin 300 mg four times a day. The physician did not see any signs of systemic infection as it seemed to be superficial. The patient underwent an explant procedure.

Event description:
A report was received that the patient's spinal cord stimulator site had puffed out and swelled. Additional symptoms were some erythema, mild tenderness and irritation. It appeared that possibly it was a cat or something that had started to scratched the site that might have led to a superficial cellulitis. The physician prescribed cleocin 300 mg four times a day. The physician did not see any signs of systemic infection as it seemed to be superficial. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. There was no loss of electric current into the surrounding tissue. The device insulation was not compromised. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg revealed no anomalies. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the leads passed visual and photographic imaging tests performed. Devices exhibited normal characteristics. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (lot# 15154284): device evaluation indicated that the clik anchor passed visual test performed. Device exhibited normal characteristics. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 15154284, description: next generation anchor kit sterile.